Event description:
It was reported that chemicals did not pass through. There was no disinfection or sterilization, and no infectious disease occurred. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00174. The date of that submission was 05-mar-2025. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could be duplicated. The probable cause is due to errant solvent application error during assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.